Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2020. A review of the manufacturing records was performed and found that the lot was manufactured to specification. When the investigation has been completed, a supplemental emdr will be submitted.

Event description:
It was reported that during an unspecified procedure on (B)(6) 2020, the hydrosurg irrigator was leaking irrigation fluid from the bottom of the battery housing/pump assembly. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
At this time, no conclusion can be made. While the sample evaluation is anticipated it has not get begun. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2020. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial emdr submitted on 06-aug-2020. This supplemental emdr was submitted to report the results of the sample evaluation. The hydrosurg irrigator subject device was returned for evaluation. Functional testing using water demonstrated the unit had primed, activated and irrigated normally with no leaks detected. Internal component evaluation showed no corrosion inside of the battery compartment, motor or the wire leads and no fluid leak. Evaluation of the sample does not find a fluid leak in the returned sample. The unit was found to function as intended. There is no evidence of a fluid leak into the battery compartment from the motor or from outside of the device. No manufacturing anomalies were found. Based on the investigation activities performed, the reported event could not be confirmed and a definitive cause could not be determined.. Updated fields: b4, g4, g7, h2, h3, h6 (eval code & desc-methods 3, results 1, conclusion 1 & 2) and h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an unspecified procedure on (B)(6) 2020, the hydrosurg irrigator was leaking irrigation fluid from the bottom of the battery housing/pump assembly. Another device was used to complete the procedure. There was no reported patient injury.